Event description:
It was reported that there was dislocation while standing and twisting.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a primary tritanium hemi cluster hole cup 52mm was reported. Conclusion: the medical records indicate that the patient had recurrent dislocations. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that there was dislocation while standing and twisting.